Event description:
An (B)(6)-year-old patient with renal cell carcinoma was admitted on (B)(6) 2022 for a nephrectomy. During surgery, a laparoscopic vascular stapler was used to seal the renal artery. The surgeon noted bleeding from the artery and converted to an open procedure. The patient coded and despite resuscitative efforts, died in the operating room. The stapler was sequestered to determine if this was a device malfunction or if the event was due to the patient's heavily calcified vessel that prevented the device from sealing the artery.